Manufacturer narrative:
Image review: the images capture a lesion site in the cx, which appears to be occluded. Treatment of the lesion site is evident with unidentified balloon and stent devices, however no images captured the attempted delivery of the resolute onyx stent or the reported detachment of the catheter, as the detachment occurred before the stent exited the guide catheter. Product analysis summary: the device returned with a detachment on the hypotube 77.1cm distal to the strain relief. Kinks were not evident on the device. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was inspected before use with no issues noted. The shaft fracture occurred before the stent exited the guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the circumflex artery. The device was inspected with no issues. Negative prep was not performed. It is indicated that the device was kinked and restraightened during use. It was reported that during advancement through the guide catheter that a fracture/detachment in the catheter occurred. The distal shaft remained in the guide catheter therefore the guide catheter, wire and distal stent were removed together as one unit. The patient is reported to be alive with no injury.